Event description:
It was reported that visible air and hemostatic valve leak occurred with the faradrive sheath. During a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation, two faradrive sheaths used during the procedure visibly drew air, in which each event was believed to have been due to an issue with the valve such as valve leakage. The problem was resolved with the use of a third faradrive sheath. No patient complications were reported. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. B3: date of event - estimated as the event date is unknown. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
B3: date of event - estimated as the event date is unknown. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air and hemostatic valve leak occurred with the faradrive sheath. During a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation, two faradrive sheaths used during the procedure visibly drew air, in which each event was believed to have been due to an issue with the valve such as valve leakage. The problem was resolved with the use of a third faradrive sheath. No patient complications were reported. The sheaths are expected to return for analysis.